Event description:
Device malfunction: none reported. Time of device malfunction: during vessel closure. Symptom/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. Reportedly, the puncture site was not closed after the clip was successfully released. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.